Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported not observing insulin coming from the end of the tubing during the fill tubing step. While troubleshooting with tandem technical support, customer verified that the luer lock connection was secure, but still could not see insulin coming out of the tubing. Customer loaded a new cartridge and resumed insulin delivery. There was no impact to the customer's blood glucose level.